Event description:
Two pts experienced reactions (lips and hands swelling), and were sent to hosp, were dialysis was completed. The facility reported this to the MFR of the dialyzer re-processing machine as a posssible malfunction. Facility staff felt that the machine might not have properly sterilized the dialyzers. After completing an investigation, the MFR found no machine defect or malfunctions, and believes that the reactions were due to residual disinfectant.